Manufacturer narrative:
The lot was manufactured from june 12-13, 2019. The device was not received; however, a photograph was available for evaluation. Visual inspection of the photograph showed evidence of leak inside a bag that contained the device. The exact location of the leak could not be determined from the picture. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. The device was filled with 8000mg of flucloxacillin in 0.9% sodium chloride. This was observed when removing the device from the refrigerator. There was no patient involvement. No additional information is available.